Event description:
It was reported "the sheath and adapters used to comeall put together; now they comeseparate.they were leaking blood from the sheath site due to the missing part. Tape was placed around the connection in an attempt to seal the connection". No patient injury or consequence reported. The patient's current condition is "unknown".

Manufacturer narrative:
(B)(4). The reported complaint of sheath leaked is not able to be confirmed. The product was not returned for investigation. No lot number was reported; therefore, a device history record (DHR) review was unable to be completed. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "the sheath and adapters used to comeall put together; now they comeseparate.they were leaking blood from the sheath site due to the missing part. Tape was placed around the connection in an attempt to seal the connection". No patient injury or consequence reported. The patient's current condition is "unknown".

Manufacturer narrative:
(B)(4).